Event description:
It was reported to the biomedical engineer by a clinician that there was an error code on the epg (external pulse generator). No patient complications were reported as a result of this event. The biomedical engineer checked out the device but could not find an error code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not confirm the initial report, no error code was found. Analysis did find that the upper case, lower case, ring cover and side bail covers were broken, the battery release, lead flex cover, and battery drawer were contaminated, the battery contacts and battery flex were corroded and one side bail and ring were missing.